Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, the device logs were reviewed and confirmed battery failure. The cause of the failure mode was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure (red alarm), and battery comm. Failure (yellow alarm). No clinical details regarding resolution or patient involvement/condition were provided.